Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitoring (cgm) signal loss to the ilet bionic pancreas while the dexcom app displayed data, with the ilet showing sensor reconnecting and dosing stops soon alarms; troubleshooting included a bluetooth toggle and reentry of the pairing code. The user experienced a blood glucose peak of 401 mg/dl with no associated clinical symptoms. Outcomes included temporary suspension of automated dosing and the need for user monitoring with no health impact. User support included telephone-based troubleshooting and education regarding cgm pairing and alarm acknowledgment. Investigation of this case revealed that the ilet was not receiving cgm data due to intermittent communication, while the dexcom sensor and app continued to function, consistent with a cgm signal loss to the pump without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption between the cgm and the ilet.